Event description:
Following intubation, when staff attempted to remove the mask from the hyperventilation system, the swivel elbow detached from the bag. Staff left the elbow off and directly attached the bag to the endotracheal tube. Neonate's lungs hyperinflated and bilateral pneumothoraces resulted. Chest tubes placed and the baby was transferred to another facility. Without the elbow, staff also observed the tubing from the bag extended upward, which has the potential to occlude the endotracheal tubing. No warnings are contained within or on the packaging to inform staff of the need to always use an elbow.